Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2019-00311. Reference MFR. Report#3006705815-2019-00004. It was reported the patient's scs system did not effectively provide the patient with adequate pain relief. In addition, their ipg could not enter into MRI mode. As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
Device 2 of 3: reference MFR. Report#1627487-2019-00311, reference MFR. Report#3006705815-2019-00005.